Manufacturer narrative:
Sientra complaint# (B)(4). Sientra will not be able to perform a failure analysis since the customer discarded the device. The customer reported the problem on the right side but unfortunately was not able to determine which serial number belongs to which side. Both serial number (B)(6) were provided. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side tissue expander rupture.